Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient said she is having lower abdominal cramps and is wondering if they could be caused by the device. Patient said she was having cramps so the urologist treated her with a high dose of antibiotics but the patient is still having a lot of belly cramps. Patient said she has gone through every program and said she has a stint on her left and right side. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that since implant the stimulator has never helped their symptoms, they are still going sometimes every 5 minutes, (sometimes they can wait one hour) and waking up 3 times each night. Pt said they met with the medtronic rep, matt maybe about a month ago and matt changed the program and gave the patient 2 more programs but that hasn't helped, they pee worse and worse and worse. Pt said they have an appointment with their doctor today but may not want to keep it due to long wait times at the doctor's office. Pt wanted to know what the other 2 programs were that matt gave them access to. Suggested pt check by using their equipment but when they did they noticed the (B)(6) told them: communicator not found. Pt plugged the communicator into ac power and reported the battery light was orange. Suggested pt allow the communicator enough time to become charged then they could call back for further troubleshooting. Caller will allow the communicator to become charged and if they need further assistance they will call back. The patient's relevant medical history included pt reported they have such a severe bladder problem and also has ic, pt said they wish they could find the right setting. Pt also reported initially when they got the implant they weighted 182 lbs but since they lost 52 lbs. Pt said since loosing weight they can feel and see a wire under their skin they can feel it. Pt said the doctor sent them for an xray and the doctor confirmed it was still in place even though it is in place wonder if everything is ok. Pt confirmed the weight loss is unrelated to their stimulator they did that on their own and have maintained it a little over a year. Other medical reported during the call pt said they recently had foot surgery. During the call pt also re-reported feeling weird in their butt cheek. On (B)(6) 2021 pt called back for assistance stating their communicator showed a green light. Worked with pt to connect pt was on program c at 0.6, increased to 0.7 volts and wanted to try it there. Recommended keeping a diary of symptoms continuing to keep the doctor informed to optimize therapy. Pt reported in addition to peeing worse and worse their leakage has gotten worse. Pt said they have severe overactive bladder also and ic have been getting low belly cramps and low back aches. Pt also reported a couple of times when laying in bed or in a car they noticed sharp electrical shock so they used their control equipment to reduce stim which resolved it. Pt also reported the medtronic rep, matt has been aware the system hasn't been helping since the start.